Event description:
One pt sample with discrepant phosphorus results. Initial result gave 15 mg/dl; repeat gave 5 mg/dl. Initial result was not reported. The field svc rep determined the cause for the discrepant results was due to a problem with the r2 reagent probe wash, and adjusted the rinse bath for the r2 reagent probe. It was also noted the cell rinse mechanism was adjusted. Performance tests were performed and within specification.